Event description:
Additional information was received that rv lead damage was suspected but not confirmed. X- ray imaging was performed but no anomalies were found.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During an in clinic follow up, increased defibrillation impedance was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable.